Manufacturer narrative:
Other applicable components are: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient tripped and fell and couldn¿t get up and was really dizzy about 4 months prior to the report. Starting in (B)(6) 2017, the patient can¿t sit or lay down in any position because ¿it feels like a hot dagger going back and forth at the implant site.¿ it ¿feels like the wire split down where her tailbone is.¿ the patient noted that she has broken her tailbone 6 times and at first, she thought that this is the reason that she was feeling this pain, but now she doesn¿t believe that is the cause. Breaking her tailbone was noted to be unrelated to the device or therapy. The health care provider had told her to turn off the stimulation, but that didn¿t make it any better after she turned it off. The patient had been readjusted in the past for the pain that she was having. No further complications were reported.